Event description:
It was noted that during purging of the galaxy orbit galaxy complex xtrasoft coil 2 x 1.5 ((B)(4)) using a trufill dcs syringe ii ((B)(4)/lot unk) there was an unusual feeling during the process of purging, and the physician worried about the air bubble being produced in the hub. Therefore, the galaxy was replaced for an unspecified ed coil (kaneka) that was safely placed in the target aneurysm. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coils by visual inspection. No leak or saline splayed out observed during the event. Unknown if the lav was utilized with the product. There were no damages noted on the complaint product after the event. Afterwards, when the physician was advancing a deltaplush ((B)(4)) in an excelsior sl10 microcatheter, but there was severe resistance and the deltaplush became stuck. It is unknown where the resistance and where the coil was stuck the deltaplush was safely retrieved and replaced for a new one similar device ((B)(4)/lot unk) and the procedure was continued using the same microcatheter. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on both the microcatheter and the coil by visual inspection. Unknown if the microcatheter was re-shaped or not. There were no damages noted on the complaint product after the event.

Manufacturer narrative:
In the end, the procedure was completed with no further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and constant flush had been maintained at all times. During prep, the physician had somewhat unusual feeling during the process of purging, and he worried about the air bubble being produced in the hub. Air bubble is not verified but the physician worried about the issue. The syringe pressurized, and the syringe was filled with a dedicated saline source per labeling instructions. The dcs syringe was not utilized with other devices. A constant and dedicated saline source was utilized when advancing the deltaplush coil. The complaint products are not going to be returned for evaluation. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500156 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was noted that during purging of the 2x1.5 orbit galaxy complex xtrasoft coil 2 x 1.5 (640cx0201/13500156) using a trufill dcs syringe ii there was an unusual feeling during the process of purging, with concern that an air bubble being produced in the hub. Therefore, the galaxy was replaced for an unspecified ed coil (kaneka) that was safely placed in the target aneurysm. The syringe was able to be pressurized. The syringe was filled with a dedicated saline source per labeling instructions. The device was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on either the syringe or the coil by visual inspection. No leak or saline splayed out observed during the event. After the event, the dcs syringe was not used with other devices. It is unknown if the lav was utilized with the product. The device is not available for analysis. A review of the manufacturing documentation associated with orbit galaxy lot 13500156 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device, and based on the available information, no conclusion can be made regarding the reported event. Therefore, no corrective actions will be taken at this time.